Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a hospitalization due to low blood glucose levels and passing out. The customer explained that he checked his blood glucose level and it was 91 mg/dl so the customer drank two orange juices. The customer then went to pick up food and drank ginger ale but then passed out and fell on the insulin pump. The customer's blood glucose level at the time of admission was 160 mg/dl. The customer's symptoms included feeling disoriented and passing out. The cause was unknown and heart attack was ruled out. The customer was advised to monitor the device and call back if issues persisted. It was determined that the insulin pump was working as designed. The product was not returned for analysis.